Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on an unknown date. According to the complainant, the seal biopsy valve was too big for the scope which led to the leaking of fluids during procedure. The procedure was completed with the original seal biopsy valve. There was no serious injury nor adverse patient effects reported as a result of this event.